Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have woken up with high blood glucose of 512 mg/dl. Customer reports to have received no delivery alarms throughout the day. Customer's blood glucose at the time of call was 419 mg/dl. Infusion sets and reservoirs will be replaced. Customer did not save infusion sets to return for analysis. No further information provided.